Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. Functional testing was performed and confirmed the reported issue. The downstream occlusion (dso) sensor required calibration. The dso sensor was was recalibrated to address and resolve this issue.

Event description:
It was reported that the downstream occlusion of the device was out of specification. There was no patient involvement. Evaluation of the returned device confirmed the reported issue was due to an out of specification downstream occlusion sensor.